Event description:
Manufacturer received a report from an attorney alleging a caster broke on a manual wheelchair. This allegedly resulted in the user falling and sustaining multiple injuries. The manufacturer has not yet been permitted to evaluate this device.